Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the sieve beds are contaminated. As stated on the repair statement additional malfunction on this device: control panel and outlet spout are broken.